Manufacturer narrative:
Device is a combination product. A synergy ous mr 4.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage along the length of the stent with stent struts lifted from their crimped stent positions. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03jun2020. It was reported that crossing difficulties were encountered. The target lesion was located in the moderate to severely tortuous and moderately calcified right coronary artery. A 4.00 x 20mm synergy drug-eluting stent was advanced but failed to cross the lesion due to severe angulation. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed stent damage.